Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant had a impella cp pump placed to support a patient who was admitted in cardiogenic shock and acute myocardial infarction. The pump was placed but explanted after a day due to purge/red plug leak. The team had attempted first to change the purge cassette but the low purge remained and the pump was explanted and replaced by an intra-aortic balloon pump.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The data logs were reviewed and the purge leak was confirmed. The returned product was connected to a console and purged. Once the pump was connected to the console, the impella defective alarm triggered. The red pump plug was opened and there were signs of blood and purge fluid inside. When the pump was actively purged, it was found that the source of the leak was from a hole in the catheter at the 70 cm marking. To confirm this was the only source of the leak, a syringe with colored fluid was connected to the sidearm and the fluid was pushed through. Again, fluid only leaked from the location of the hole in the catheter. In the field, whatever broke the hole in the catheter most likely also punctured the purge lumen allowing for purge fluid to leak out into the catheter and back into the red pump plug. There is potential that during the time the antegrade sheath was being placed, the hole was punctured. With diminished purge pressure blood was also able to ingress back into the pump plug. Based on returned product the root cause of the purge leak was determined to be damaged purge tubing. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H3 device not returned to manufacturer for evaluation was inadvertently selected "yes", however the device was returned for investigation at the time of initial manufacturer device report number.